Event description:
Dear FDA official reviewer, hello. We purchased a CPAP machine on amazon because my wife suffers from severe sleep breathing disorders. In order to prevent her from dying from suffocation during sleep, I bought this machine. However, this machine cannot provide enough power to solve my wife's sleep breathing disorder problem. Later, I asked our doctor, and the doctor told us that there is no CPAP machine that can be sold without a prescription. Therefore, I believe that the link on amazon violates FDA policy and they should not sell it on amazon. If I did not discover it in time, my husband may have lost his life because of this machine. This is the link for me to purchase the machine on amazon https://www.amazon.com/dp/b0dx232xl8 ? In order to prevent more buyers from being deceived by this unscrupulous merchant, I am filing a complaint with you and hope that you will punish this illegal merchant. Thank you very much.